Event description:
It was reported that a cartridge change error occurred. Additionally, it was reported that the pneumatic tap was bent which caused difficulty loading cartridges. There was no reported adverse impact to the customer's blood glucose level. The customer reverted to an alternative method of insulin therapy.

Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.